Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 360 mg/dl (patient's meter) and 150 mg/dl (professional meter). The patient was feeling sick and contacted the mobile rescue to go to the hospital. It is unknown what type of treatment the patient received at the hospital. The patient was at the hospital for 3 hours.